Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's main knob was broken and the device intermittently failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.